Event description:
It was reported that prior to the start of a da vinci-assisted pulmonary lobectomy surgical procedure, the fenestrated bipolar forceps instrument could not be recognized by the system. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the recognition failure to be related to the customer reported complaint. The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the radio frequency identifier-ID (rfid) was not detected. Visual inspection was performed and no obvious damage to the rfid tag was observed. There are no logs available for review at this time. This failure is most commonly caused by the information in the rfid being corrupted. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips with exposed electrode. The electrical continuity test was performed and passed. No damage to the conductor wire was observed. The root cause of the thermal damage is attributed to mishandling/misuse. The instrument was transferred to the advanced failure analysis (afa) team for further review. A review of the procedure log confirmed the surgical procedure was performed on (B)(6) 2022. In addition, the fenestrated bipolar forceps instrument information cannot be verified through the system log review at this time as it was not registered on the system. Images of the fenestrated bipolar forceps instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From the images provided, there was no obvious damage found on the fenestrated bipolar forceps instrument. The customer also provided a video recording of the reported event. The video showed that the universal surgical manipulator (usm) light emitting diodes (leds) were flashing yellow after the customer installed the fenestrated bipolar forceps instrument. The root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed thermal damage on the instrument bipolar yaw pulley. The thermal damage finding is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Advance failure analysis investigations confirmed the customer reported complaint. The instrument was placed on an in-house system and failed recognition. The in-house system logs were reviewed and it was found that the instrument failed with error 31087 indicating a failure to access the rfid memory. It was attempted to use the rfid editor to perform a tool check on the instrument but an error message "bad dallas_status = dallas_auth_failed" prevented completion the check. The recognition failure is due to the rfid memory no longer being able to be accessed.

Event description:
Refer to h10/h11 for follow-up information.